Event description:
Hcp reported that the patient was not getting pain relief with the pump. A rotor study was done and the "rotor was not working". The patient was given oral narcotics with a duragesic patch. The device was explanted and returned to the manufacturer for analysis. The hcp reported the patient showed an immediate difference with the new pump and the patient is doing fine now.